Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-05948 / 2016-01740). Product location unknown.

Event description:
It was reported patient underwent a hip revision procedure approximately seven (7) years post-implantation due to pain. During the procedure, the modular head and acetabular cup were removed and replaced. Patient's legal counsel reported that patient underwent a hip revision procedure approximately seven (7) years post-implantation due to pain, metallosis, corrosion, friction wear, metal debris, limited mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a hip revision procedure approximately seven (7) years post-implantation due to pain. During the procedure, the modular head and acetabular cup were removed and replaced. In the operative notes received, a lack of acetabular bone ingrowth, and no abnormalities associated with metal-on-metal debris were noted. Patient's legal counsel reported that patient underwent a hip revision procedure approximately seven (7) years post-implantation due to pain, metallosis, corrosion, friction wear, metal debris, limited mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.